Manufacturer narrative:
Device passed displacement test. However, device received with no vibration during testing due to moisture damage at electronic assembly noted. Device received with broken battery tube threads and cracked case behind the device near the battery tube compartment. Test reservoir lock properly inside the reservoir tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not vibrating. Troubleshooting was done for vibrate anomaly. Customer did self test and insulin pump was not vibrating during self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.